Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: error e216 (scope communication error) and the absence of image were due to a component failure; however, the cause of the white foreign material observed in the air¿water (aw) tube and air¿water (aw) cylinder could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope contained a white foreign material in the air¿water (aw) tube and air¿water (aw) cylinder, and displayed error code e216 (scope communication error), with no image output. There was no patient involvement.